Event description:
It was reported that the scope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the third-party testing, device evaluation and the complaint investigation. The device was evaluated where an additional potential adverse event was confirmed: foreign material (white) was found in the air/water cylinder, air/water tube, suction cylinder, instrument channel and jet tube. The event can be prevented by following the instructions for use (IFU) which state: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus provided the following result of the culture test, performed at the third-party lab: sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: 8 cfu (total). Bacterial identification: staphylococcus capitis, kocuria rhizophila, filamentous fungus and bacillus species. Sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: >80 cfu (total). Bacterial identification: psychrobacter pulmonis, metabacillus idriensis and staphylococcus capitis. Sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: 3 cfu (total). Bacterial identification: leucobacter sp, bacillus species and stenotrophomonas maltophilia. Sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: 5 cfu (total). Bacterial identification: bacillus species, staphylococcus haemolyticus and paenibacillus pabuli. Based on the results of the investigation and because the user culture results were not shared, a root cause could not be established. Growth of microorganisms were reported through culture testing by the user after reprocessing. The reported malfunction was confirmed, however when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) after repair, the results conformed to the regulation's recommendation. Based on the results of the investigation of the foreign material, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.